Event description:
Information provided states that during the case the distal tip of the curved probe broke off inside the lateral mass of the patient. The surgeon was unable to remove the broken tip which resulted in a delay in the case. The distal tip of the probe remains in the patient. A straight probe was used to complete the surgery.